Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b3. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive functional testing including impedance calibration testing, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection of the device found no discrepancies. The device log does not capture reports of this nature. The customer confirmed that they were using the r-series in the cath lab with boston scientific's "farapulse" device (pulsed field ablation system). The ablation device generates a magnetic noise, which can affect the defibrillator functionality. Per the r-series operator's guide, during electrosurgery, observe the following guidelines to minimize esu interference and provide maximum user and patient safety, (1) keep all patient monitoring cables away from earth ground, esu knives, and esu return wires, (2) use electrosurgical grounding pads with the largest practical contact area. Always ensure proper application of the electrosurgical return electrode to the patient. The device was recertified and returned to the customer. No trend is associated with reports of this type.